Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).

Event description:
It was reported to boston scientific corporation that during a vaginal wall suspension procedure using an uphold vaginal support system, the suture broke when the physician pulled it through the sacrospinous ligament with the capio device. The detached suture piece with the needle at the end was caught inside the capio cage. The physician noted that the dilator of the leg assembly from which the suture detached was slightly bunched. The physician completed the procedure with another uphold vaginal support system, without any complications to the patient, who is reportedly "fine" post-procedure.